Manufacturer narrative:
Result: left head-end siderail outer panel.

Event description:
It was reported by service report that the left head-end siderail outer panel was damaged with sharp edges. No patient involvement or adverse consequences were reported.